Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in review of this procedure, it was agreed by all that the valve was not centered on the delivery system balloon. Poor ii angle was used during valve alignment. The poor position was noted in plenty of time to correct it but no one felt the 2mm was significant enough to adjust. The annulus was not pre-dilated, which was also considered to be a contributing factor in shifting the valve slightly more aortic while positioning in the annulus. In hindsight and review it could be seen that at the point of deployment the valve was ~5mm proximal to the distal valve alignment marker. During the deployment, without realizing immediately that the valve was moving aortic, the physician was advancing the system to compensate for too aortic position, and worsening the balloon advancing into the ventricle. At full inflation the whole balloon and nose cone were buried in the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, there were difficulties in positioning leading to placement of the valve in the descending/abdominal aorta. The 14fr esheath was inserted with ease. The commander delivery system advanced through the sheath with great difficulty; "more force than usual was necessary to advance ds through sheath". Valve alignment was done in the sheath due to a significantly tortuous aorta. Once aligned, the valve was advanced through to the aortic arch where the valve was noted to not be centered on the balloon. The physician accepted that the valve position on the delivery system balloon was not optimal but it was good enough. The valve was positioned in the annulus, slightly aortic 90:10. Under rapid pacing the balloon was inflated slowly. Initially it was seen that the valve was too aortic and the system was gently advanced. Simultaneously it was noted that the delivery system balloon was slipping ventricular. At full inflation, the balloon was fully in the ventricle and the under-deployed valve was aortic. The physician inflated the balloon to secure the valve from slipping off the delivery system and pulled the whole system back to the descending aorta/abdominal aorta, where the valve was deployed without issue in the descending aorta. A second 23mm s3 valve was prepped. A new sheath was inserted. A bav was done under rapid pacing. The 2nd ds and valve were inserted with similar effort required to the first valve. The valve alignment and deployment completed without issue and no pvl. In review of this procedure, it was agreed by all that the valve was not centered on the delivery system balloon. Poor ii angle was used during valve alignment. The poor position was noted in plenty of time to correct it but no one felt the 2mm was significant enough to adjust. The annulus was not pre-dilated, which was also considered to be a contributing factor in shifting the valve slightly more aortic while positioning in the annulus. In hindsight and review it could be seen that at the point of deployment the valve was ~5mm proximal to the distal valve alignment marker. During the deployment, without realizing immediately that the valve was moving aortic, the physician was advancing the system to compensate for too aortic position, and worsening the balloon advancing into the ventricle. At full inflation the whole balloon and nose cone were buried in the ventricle.